Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported medwatch mw5145999 that post-procedure of pulmonary vein isolation ablation using a blazer ii catheter the patient experienced a drop in blood pressure that required treatment. No further information was provided.